Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw not suctioning, pt waking up wet. It is unclear if troubleshooting was performed. The lot/serial number was not provided. There are no reports of impact/injury to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw not suctioning, pt waking up wet. It is unclear if troubleshooting was performed. The lot/serial number was not provided. There are no reports of impact/injury to the patient per follow up information received on 02may2026, it was reported the complaint was filed from our caregiver for our aunt, however our aunt passed away last thursday and the purewick was donated to the hospice care. According to what we know the purewick was working properly after the caregiver talked to your service department.